Event description:
It was reported that the device system was explanted. Perioperative antibiotics had been administered. The reason for explant was noted as "possible source of chronic infection". There were no obvious signs of infection; however the patient did experience an elevated white blood cell count and lymphedema and blistering of the lower extremities. The primary location of the infection was unknown and it was unknown if the patient had meningitis. Cultures were obtained at the time of system explant. Sources of the culture were the serous fluid at the pump pocket site and the distal portion of the catheter. The report indicated that the type of organism cultured was unknown at the time the report was completed but later stated that the infectious disease physician noted "patient found to have enterococcal bacteremia with enterococcal diskitis/ osteomyelitis of the t7-t8 spine". The patient was treated with intravenous vancomycin administered via a peripherally inserted central catheter (PICC). The patient's outcome was reported as ongoing. The pump was used to deliver fentanyl. The date of the last refill was 2008.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.